Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 02-may-2025. Investigation summary: bd received 900 samples and one photo for investigation. A visual examination of the returned samples and the photo revealed embedded foreign material in the tube, characterized by black specks in the sidewall and bottom of the tube. Embedded foreign material is considered a cosmetic defect as it is isolated from any specimen. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: fm- unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn 83 units, foreign matter was found in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn 83 units, foreign matter was found in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.